Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had insulin flow blocked alarm. The customer's blood glucose value was 10.8 mmol/l at the time of the incident. The customer was assisted with troubleshooting. The customer states they performed a 5.0unit fill cannula and customer stated that the insulin did not exit and insulin pump alarmed insulin flow blocked. It was reported that the issue resolved by changing the reservoir. The device will not be returned for analysis.